Event description:
Patient reported "bilateral divots in implants" and "pain" and "3 cyst located around breast 2 on the left and one on the right" and "exchange from textured to smooth implants due to the patient¿s concern of the product". Later healthcare professional reported "very large capsular contracture", "multiple cysts" and "emotionally distraught and mentally distressed". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.